Event description:
The customer reported that approximately 30 ml of clear fluid leaked from the coulter lh 500 hematology analyzer and was dripping from under the instrument when running startup. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the diff mixing chamber (mc1) motor running continuously. He replaced the diff mix module to resolve the issue. (B)(4).